Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the device could not be released after clipping, even though the indicator showed that there were one or two clips in the device. Another like device was used to complete the case. There was no pt consequence.